Event description:
Customer reported not able to test blood glucose due to blank screen issue on her precision xtra meter. Customer reported experiencing symptoms of light headache, blurry vision, not able to walk and lost of consciousness. Customer also reported calling paramedics but refused to go to the hospital. Customer was treated with orange juice, candy and crackers.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.